Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/11/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17394957m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant medical products: smartablate generator, model #: m-4900-07, serial #: (B)(4); smartablate pump, model #: unknown, serial #: unknown; the 8 fr preface sheath, model #: unknown, lot #: unknown; non biosense webster 8.5 sl 1 st. Jude medical. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. The patient was admitted with a paroxysmal atrial fibrillation. During the ablation phase, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by an echo. The medical intervention provided was a pericardiocentesis and 250cc of fluid were removed. A transseptal puncture was performed. The needle product information was unknown. The generator was set to power control mode. The power was not titrated during ablation. The flow setting was between 17 and 30cc/per hour. No error messages were observed on biosense webster equipment during the procedure. The patient received heparin. The act was maintained between 300-350. The patient stayed in the hospital over the weekend being monitored. The patient was stabilized. The physician mentioned "difficult visualization" on the intracardiac echo. The physician did not state what he believed the cause was of the adverse event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient was admitted with a paroxysmal atrial fibrillation. During the ablation phase, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by an echo. The medical intervention provided was a pericardiocentesis and 250cc of fluid were removed. A transseptal puncture was performed. The patient stayed in the hospital over the weekend being monitored. The patient was stabilized. The physician mentioned ¿difficult visualization¿ on the intracardiac echo. The physician did not state what he believed the cause was of the adverse event. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.